Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump had no vibration due to a broken vibrator wire. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump no longer gives vibrations for alerts or alarms. The customer's blood glucose level is unknown, but the value was stated to be within the normal range. The product is being returned. Nothing further was reported.